Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. Per the patient, both medications showed with the same numbers on her printout ¿0391mg 4.1376 mg/day then says 15% 05363 mg¿. The indication for pump use was non-malignant pain. On (B)(6) 2018 the patient reported having a problem with her ptm (personal therapy manager) on (B)(6) 2018. Her ptm showed a ¿triangle b with 3 arrows and an x bottom square with check with 8476 (motor stall)¿. The patient did not report hearing any noises. Other beeping noises were heard during the call; however, they did not sound like the pump alarms. The patient stated that her pump was filled at an infusion center as she couldn¿t get to the clinic that implanted the pump. The patient had no symptoms. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that the patient was taken to the clinic on (B)(6) 2018, the pump was read, and patient was given oral medication. The patient was tentatively scheduled for device explant on (B)(6) 2018 awaiting insurance authorization. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, indicating that the pump stalled and the patient was going to have a pump replacement on (B)(6) 2018, and requested that her pump serial number was faxed to her healthcare provider (hcp). It was noted that the pump stalled and restarted on (B)(6) 2018. On (B)(6) 2018, the pump quit. The patient's infusion drug information was updated as the following: bupivacaine (4.376 mg/ml at 0.139 mg/day) and dilaudid (4.376 mg/ml at 0.139 mg/day). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 21-feb-2018 from a healthcare professional who reported that the cause of the motor stalls was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by a healthcare provider on (B)(6) 2018. The patient's pump was replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.